Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 19fr, heparin, protamin, proglide suture x1. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and treatment appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement with two proglide devices via 19fr sheath were attempted in the calcified left femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, "after removal of the sheath, the femoral artery was unable to be closed using two abbott vascular perclose perglide vascular closure systems. Per site, the knot-pushers of the systems were too short due to the patient's anatomy. The artery was not able to be fully closed, so the physician implanted a stent without further issues. The patient is reported to be in stable condition". There was no reported clinically significant delay in the entire procedure. No additional information was provided.